Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, the atrial lead exhibited noise and multiple episodes of auto mode switch. The noise was reproducible with pocket manipulation. The device was reprogrammed and the patient would be monitored. The patient was in good condition.